Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) failure (event) observed during analysis. Final analysis found that the pulse generator exhibited loss of telemetry due to an integrated circuit anomaly. The device was also at elective replacement indicator (eri) due to a normally depleted battery.

Event description:
This report is to advise of an event observed during analysis.